Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station not communicating due to the auxiliary interface board. The field service engineer replaced pcba auxiliary interface, but issue continued. The issue was resolved by replaced the auxiliary cable. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system station not communicating. The customer stated that they retrieved the required medications from the pharmacy and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.